Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she had disconnected from the infusion set, and forgot to re-connect, causing her blood glucose to elevate. The customer also reported that the insulin pump was not priming when holding down the act button. The customer had also taken out the battery for an extended period of time. When inserting a new battery, the insulin pump alarmed with battery out limit. Attempted to get the insulin pump to prime, but it was not possible. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.